Event description:
The covered pre-mounted stent would not fit through the 12f introducer. The stent comes with 2 loaders (little blue straw), 12f and 14f. It did not fit into the 12f ¿loader¿ (which it is supposed to) so the 14f was used. Then the stent would not advance easily through the 12f introducer (which is made for these stents). Under fluoroscopy, the team noticed the stent had slipped backward on the balloon. The md removed the introducer and balloon together, upsized to a 14f introducer, and opened another stent that worked fine. There was no harm to the patient. Manufacturer response for stent, 3.4cm stent length, mounted covered cp stent, 8 zigs, .013in platinum wire, 16mm (per site reporter). Mfg [manufacturer] notified by site.